Manufacturer narrative:
The affected devices have been inspected on site by company rep ((B)(4)) on (B)(6) 2011. All devices were already in use at this time. The further investigation revealed that the device log file documented o2 pressure supply down messages at the time in question. The tests of the gas supply system further revealed that pressure drops down below the minimal supply pressure for evita ventilators. The device log files were downloaded and forwarded to the MFR for further analysis. MFR's analysis confirmed that the oxygen supply pressure and also the air supply pressure dropped several times during the reported time. The device(s) generated the appropriate alarms and the automatic switch over from oxygen to air supply also worked properly. Unfortunately, the air supply also failed due to pressure drop(s). No indication for a device failure could be identified.

Event description:
It was reported by the hospital that a pt died while connected to the evita 4 ventilator. It was further noticed that the five ventilators alarmed at the same time. The incident happened on (B)(6) 2011 and at 22:00h.